Event description:
It was reported that a patient underwent an implantation of an intraocular lens (iol) which is part of a product recall. Abbott issued the product recall due a diopter mix-up between two lots. In addition, it was stated that the surgeon performed a secondary procedure due to unexpected post op refraction to piggyback an additional lens. No additional information regarding patient status was provided.

Manufacturer narrative:
The patient underwent a second, additional surgery. The surgery was performed (B)(6) 2013. A 23.5 intraocular lens, (iol) was implanted as a piggy back lens. In the biometrie with the iol master, a postoperative refraction of -0.24 diopter in the haigis formular was meant to be the goal; however, the patient had a post operative refraction of +4.5 -1.5/125 at the one (1) week post operative visit. The patient was not satisfied with the secondary surgical intervention. No further information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). The primary cause for this event was the inadvertent switching of the device history record (DHR)/labeling pouches between the two totes of impacted lenses on an in-process storage rack. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of this report is being corrected to 2-jan-2013. Follow up 2. Describe event or problem is being corrected: intraocular lens (iol) involved in diopter mix up was implanted on (B)(6) 2012. At one week post operative visit post-op refraction was +4.5 -1.5/125 diopters, although the iol master post-op refraction goal was -0.24 diopters. Patient was not satisfied. A secondary procedure was performed successfully with a piggy back lens on (B)(6) 2013. Date received by manufacturer is being corrected to 2-jan-2013. Placeholder.

Manufacturer narrative:
Additional information b5: it was reported that the secondary procedure will be performed on (B)(4) 2013. (B)(4): placeholder.